Manufacturer narrative:
The device history records for the drill sleeve long 4.3 mm, were reviewed for deviations and/or anomalies with no deviations or anomalies identified. Dimensions taken are within specification. The device was checked using a gage pin and is acceptable. This device is used for treatment. Initial product history search conducted on (B)(6) 2016 revealed no additional complaints against the related part and lot combination. The lot was fully distributed with no additional complaints of this nature against the lot. The investigation of the product was not able to identify any non-conformances against the product. Since the reported event could not be recreated, a likely root cause cannot be concluded.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the cannula would not fit into the sleeve during an office inservice.